Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone removal performed on (B)(6) 2013. According to the complainant, during the procedure, the metal wire in the handle broke while attempting to crush the stone with an alliance handle. The physician cut the catheter in order to pull the residual wire, release the stone, and remove the device from the patient. The stone was not able to be removed from the patient therefore, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone removal performed on (B)(6) 2013. According to the complainant, during the procedure, the metal wire in the handle broke while attempting to crush the stone with an alliance handle. The physician cut the catheter in order to pull the residual wire, release the stone, and remove the device from the patient. The stone was not able to be removed from the patient therefore, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was broken into 3 pieces upon receipt: the sheath assembly, the t fitting, and the handle assembly. The device appears to have been broken apart by the user after the reported issue of wire breakage. The investigation of the handle showed the drivewire had separated from the handle finger ring. The sheath assembly was severely damaged on the proximal end, preventing the drive wire from being inspected. The drive wire was stuck inside the outer coil sheath and damage to the coil sheath prevented the removal of the drivewire. Based on the product analysis and previous investigations performed on similar complaints, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The stone could not be crushed and the force applied during the attempt caused the drive wire to separate from the handle finger ring. This issue is addressed in the directions for use; therefore, the most probable root cause for this event was "anticipated procedural complication." A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review revealed no issues related to the reported complaint.